Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump had unexpected power loss alarm. The customer¿s blood glucose level was unknown. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer's father also stated that the battery cap was not loose, cracked or damaged and this was the second occurrence of replace battery alert or replace battery now without a low battery warning. The customer was advised that the insulin pump needed to be replaced and they may continue to wear pump until replacement arrives. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and tested with no unexpected battery power loss and low battery alert noted. (B)(4).